Event description:
The lay user/reporter called lifescan and alleged that her mother's meter was reading inaccurately erratic. The patient obtained two low results of 36 and 26 mg/dl. She retested after and obtained a result of 21-control, which indicates that there was a problem with the testing technique. It is not known if the previous results had the same "control" message. At the time of testing, the patient was almost comatose. The patient was taken to the hospital; it is not known if an ambyulance or her family took her. At the hospital the patient was treated with insulin, although the time difference is not known between her meter results and the treatment. It would have been helpful to know the times that the results were obtained, when the symptoms began, what the results were in the hospital, and the patient's medication regimen. The test strips were in good condition, codes matched, and the techniques for cleaning the puncture site and for applying theblood to the test strip were correct. The patient did not have any control solution to troubleshoot. This complaint is being reported as the patient obtained low blood glucose results and the patient was sent to the hospital where she was treated for hyperglycemia with insulin. A replacement meter has been sent.